Manufacturer narrative:
Device has been returned and a visual inspection of the device was performed. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report includes information known at this time.

Event description:
During physical evaluation of returned unopened, unused devices, for case reference patient identifier (B)(6), it was noted that one of the packages was not sealed completely. No patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted that one of the returned devices was missing a seal. A review of the device history record found no non-conformances related to the reported failure mode. A review of the products instruction for use provides no information for end users related to this failure mode. A review of complaint history records shows 3 other complaints associated with the complaint device lot. These complaints are not associated with the issue described in this complaint. Cook has conducted a review of the product device master record in response to this incident. Current controls are in place to mitigate the occurrence of this failure mode by inspecting the device prior to device distribution. It was determined that these current controls are sufficient manufacturing and inspection steps to identify this failure. Most probable cause is manufacturing related. Awareness training has been conducted with the packaging and packaging quality control operators. Appropriate measures are being conducted to investigate this failure mode. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.